Manufacturer narrative:
Interrogation of the pump determined it was used to infuse 1.0mg/ml dilaudid at 0.0061 mg/day and 2.0mg/ml bupivacaine at 0.0123 mg/day. Analysis found corrosion, wear, and/or lubrication in the gear train as well as a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was non-malignant pain and chronic low back pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.